Event description:
The company was informed that the patient had a case of meningitis in 2011. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.